Event description:
Related manufacturer reference number: 2017865-2022-12573. It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker and right ventricular lead exhibited intermittent pauses in pacing due to the noise oversensing. No intervention was performed. The patient was in stable condition and will continue to be monitored.